Event description:
The customer called to report blood glucose levels above 600 mg/dl, vomiting and heavy thirst. The customer had no way of treating her blood glucose levels, therefore, the paramedics were called to her home for assistance. The paramedics did arrive during the call and assisted the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.